Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e315 (incompatible scope) error. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the plug unit which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.